Manufacturer narrative:
The hill-rom tech replaced the center arm assembly, magnet, heatstake assembly, mount bracket, outer arm and bracket head deck to siderail weldment to resolve the issue with the bed.

Event description:
Information received indicated the tech found the bed in the hallway with the right siderail detached.